Manufacturer narrative:
The device was returned for analysis. The reported ¿saline did not flow out of the marker lumen¿ was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via an 8fr sheath hole prior to an ablation procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with the first proglide device. While prepping a second proglide device, saline did not flow out of the marker lumen, therefore the device was not used in the patient. The suture of a new proglide device was successfully pre-placed. The sheath was upsized to a 12fr sheath, and the ablation procedure was completed. Hemostasis was achieved with the one pre-placed proglide device suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided. Analysis of the returned proglide device that was reported as a marker lumen flushing issue occurring prior to use, noted that there was blood in and on the device which indicates that it would have been inserted into the patient anatomy.